Event description:
It was initially reported that patient had undergone surgery on (B)(6) 2011 to reposition the vns generator. Additional information was received on (B)(6) 2011 when it was reported that there were no reports of patient manipulation or trauma that could have caused the migration. The generator had migrated laterally and was interfering with shoulder movement. This migration of the generator appeared to be causing some discomfort. The cause for the migration was unknown and it was noted that the patient has developmental delays. The surgery was stated to have occurred to preclude a serious injury. (B)(6) attempts to obtain information regarding the type of suture used by the implanting surgeon have been unsuccessful to date.

Manufacturer narrative:
Cyberonics, inc. Submits this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation, based on information that cyberonics has obtained, but may not have been able to investigate or verify prior to the date the report was required by the FDA.